Event description:
It was reported to philips that noise was confirmed in the waveform only on the pad side. While servicing the device, an authorized philips field service engineer (fse) found that noise was confirmed in the waveform only on the pad side. After replacing the power pca, the noise disappeared. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca. The power pca was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.